Event description:
Consumer complaint of lo blood glucose results. Expected fasting blood glucose test result range is 89 to 155 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 105 mg/dl and 155 mg/dl. Verified storage of product is within instructed spec. Test strip lot manufacturer's expiration date is 01/20/2018 and open vial date is (B)(6) 2015. Recall test results performed from meter memory (unable to confirm date / time for all results): 1:lo (B)(6) 2015 fasting: no, 2: 137 mg/dl (B)(6) 2015 fasting: yes, 3: 249 mg/dl fasting: no, 4: 138 mg/dl (B)(6) 2015 fasting: yes, 5: 157 mg/dl (B)(6) 2015 fasting: yes. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for eval.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Product codes updated. This report originally submitted on (B)(6) 2015, MFR.# 1052693-2015-01100.

Event description:
Consumer complaint of lo blood glucose results. Expected fasting blood glucose test result range is 89 to 155 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 105 mg/dl and 155 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 01/20/2018 and open vial date is (B)(6) 2015. Recall test results performed from meter memory (unable to confirm date / time for all results): 1:lo (B)(6) 2015 fasting:no; 2:137mg/dl (B)(6) 2015 fasting:yes; 3:249mg/dl fasting:no; 4:138mg/dl (B)(6) 2015 fasting:yes; 5:157mg/dl (B)(6) 2015 fasting:yes; adverse event not reported.